Event description:
Patient reported a lap-band system "crack in the tubing". The problem was first noticed when they were having "no restriction" and "after a fill, restriction was quickly lost". The lap-band system has been "repaired", but the patient could not elaborate if the whole system was removed and replaced. The reported event has not been confirmed by a medical professional. Follow-up findings: health care professional verified that the "crack in tubing" was close to metal pin in port. Physician clipped crack portion of tubing and replaced the port. Explanted port was discarded.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis, as well as to indicated the product serial number or model number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is a taper ii. Visual examination may determine the connector type associated with this report. Device was discarded after surgery. Therefore no analysis or testing has been done.